Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the control solution test was reading inaccurately high with the onetouch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B) (6) 2010, and obtained the following information: the patient manages her diabetes by testing six times a day and taking 1000 mg of metformin twice a day. The patient alleged that the issue began on (B) (6) 2010 at 2:30 pm. The patient reported a control solution result of "140 mg/dl". The patient clarified that approximately four hours prior to the alleged issue, she received a blood glucose reading of "158 mg/dl"; however, the patient denied taking any actions regarding her diabetes management as a result of the blood glucose reading. The patient confirmed and clarified that approximately 2 pm, she began to feel dizzy, cold, sweaty, and confused. The patient indicated she tested her blood glucose with the subject meter soon after and received a blood glucose result of "126 mg/dl". Since her symptoms did not correlate with the blood glucose reading, the patient indicated that it prompt her to perform a control solution test. The patient confirmed that she administered treatment by 2:35 pm with food and drink. At the time of troubleshooting, the cca verified the correct unit of measurement with the subject meter. However, the cca noted that the reported products were tested (during troubleshooting) with the control solution and the expected value did not fall within the designated control range printed on the test strip vial. Replacement products were sent to the pt. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.